Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a malfunction alarm while at school. Customer's blood glucose level was impacted (370 mg/dl) with trace ketones. Customer administered a manual injection using an insulin pen to treat elevated levels. Customer confirmed alternate insulin therapy was available.